Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lower case was broken and therefore it was replaced. Analysis also found that the upper case, one bail cover and the battery drawer were broken, so all were replaced, that one case screw was missing, which was replaced, that the battery contacts were compressed, so they were replaced, the keyboard was scratched, so it was replaced, the serial number label was damaged so it was replaced and that it needed a battery drawer o-ring. (B)(4).

Event description:
It was reported that the back case of the external pulse generator (epg) was broken. The epg will be returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.